Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no sensing, no capture and impedance measurements greater than 2000 ohms due to a suspected fracture. A revision procedure was performed and the lead was removed from service and replaced. Visual inspection of the lead did not confirm a fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.